Manufacturer narrative:
No patient injury was reported. The bolus tip returned has dis bonded from the rest of the feeding tube. Retention samples from the same lot were reviewed and the bolus assembly was found to be securely attached to the tube in all cases. The sample returned was the bolus tip only. Without the entire feeding tube further investigation cannot be performed.

Event description:
Event description: the weighted end of the nasogastric tube (ng) was found in the patient's diaper. The ng tube was pulled. A kub was done which revealed no other foreign objects seen. There was a small piece of the tube still located at the rectum. It was removed without incident. There was no harm to the patient as a result of this event.